Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-2352-50 serial#: (B)(4) description: linear 3-4 lead, 50cm model#: sc-2352-70 serial#: (B)(4) description: linear 3-6 lead, 70cm model#: sc-3138-25 serial#: (B)(4) description: scs phiii ext 25cm1102024 model#: sc-4316 lot#: 20439788 description: next generation anchor kit-sterile.

Event description:
A report was received that the patient was experiencing inadequate stimulation. It was also reported that the patients generator was causing pain. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional information was received that the patient underwent an ipg and lead explant procedure. No device malfunction was suspected. A review of the manufacturing documentation for the products revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient was experiencing inadequate stimulation. It was also reported that the patients generator was causing pain. The patient will undergo an explant procedure.